Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Distal jig metal bushing fell out. Threaded headed pin was used.

Manufacturer narrative:
Examination of the returned device confirms the reported event of bushing disassociation. The root cause is attributed to product design. CAPA-(B)(4) is currently underway to investigate this issue. Continue to monitor via post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.